Event description:
Customer reports using meter for the first time. Pt self tester performed her first test with no issues. Pt tried repeating test and obtained a low battery message. When she checked the batteries one was hot to the touch and partially melted. No one was harmed.

Manufacturer narrative:
Investigation pending.